Event description:
It was reported that the rv lead was replaced due to increasing thresholds and low lead impedance. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was replaced due to increasing thresholds and low lead impedance. No patient complications were reported as a result of this event. An operative record was received and states that the lead was capped and the low impedance was from 200-250 ohms. Changing the lead to unipolar was attempted prior to capping and yielded excellent thresholds and sensing characteristics, but unacceptable pectoralis stimulation was observed. No patient complications were encountered.

Manufacturer narrative:
It was reported that the rv lead was replaced due to increasing thresholds and low lead impedance. No patient complications were reported as a result of this event. An operative record was received and states that the lead was capped and the low impedance was from 200-250 ohms. Changing the lead to unipolar was attempted prior to capping and yielded excellent thresholds and sensing characteristics, but unacceptable pectoralis stimulation was observed. No patient complications were encountered. No conclusion can be drawn pocket stimulation impedance, low high threshold.